Event description:
On (B)(6) 2024 - we were notified of a patient who swallowed a capsule but then the next day had to be hospitalized. She was unable to retrieve the capsule. Their doctor would like for her to repeat the capsule with hopes of her being able to retrieve it this time. Frm-0089c was sent to the customer to obtain further information regarding the hospitalization. On (B)(6) 2024 - the completed form was received indicating the patient did not have any pre-existing conditions and that there was no retention of the capsule. Patient was hospitalized a few days after swallowing the capsule for a blood transfusion due to low h/h. A kub was done on (B)(6) 2024 indicating the capsule was excreted but not retrieved. Based on this information we have concluded that hospitalization was not related to the capsule procedure and therefore this case will be closed. However, this case will be re-opened if any new information is received. A replacement capsule was sent to the customer in case a repeat procedure is needed.

Manufacturer narrative:
On (B)(6) 2024 - we were notified of a patient who swallowed a capsule but then the next day had to be hospitalized. She was unable to retrieve the capsule. Their doctor would like for her to repeat the capsule with hopes of her being able to retrieve it this time. Frm-0089c was sent to the customer to obtain further information regarding the hospitalization. On (B)(6) 2024 - the completed form was received indicating the patient did not have any pre-existing conditions and that there was no retention of the capsule. Patient was hospitalized a few days after swallowing the capsule for a blood transfusion due to low h/h. A kub was done on (B)(6) 2024 indicating the capsule was excreted but not retrieved. Based on this information we have concluded that hospitalization was not related to the capsule procedure and therefore this case will be closed. However, this case will be re-opened if any new information is received. A replacement capsule was sent to the customer in case a repeat procedure is needed.